Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's sister reported that the customer had passed away. The blood glucose reading was not known. She was not sure of the cause of death but stated that it was probably due to a heart condition. The customer was wearing the insulin pump at the time of death. Nothing further was reported.